Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker had unsuccessful right ventricular auto-threshold (rvat) tests due to low evoked response on the right ventricular (rv) lead channel. Review of the presenting showed the right ventricular signal was either not sensed or falling into blanking. Further rv lead evaluation was recommended. This pacemaker system remains in service. No adverse patient effects were reported.